Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The occurrence involved a resettable malfunction code, and technical support provided pump reset information, assisting the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed they could continue using the pump, with instructions to call back if the issue happened again, acknowledging and understanding the resolution process.